Event description:
A staff member was opening the wheelchair when her finger was caught between the seat tubes and the frame. A fractured finger resulted.

Manufacturer narrative:
A staff member was attempting to open the wheelchair and when it snapped open, her finger was caught. It resulted in a fracture of the tip of her middle finger. She also received a laceration on her pinky finger but no suturing was necessary. No surgical intervention was indicated for the fracture. She returned to work after two days. Upon inspection of the returned sample, it was determined that the facility had not complied with the field correction which took place previously. We have (B) (4) tracking indicating the corrective action package was delivered on 03/24/2008. We have provided a replacement to the account. No further action is indicated at this time.